Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument would not open and close. There was no report that any fragments from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.